Event description:
It was reported that the customer experienced a low blood glucose (bg) level of less than 70 mg/dl; cause was unknown. Reportedly, the customer required assistance from parent to treat bg level via consumption of carbohydrates. Pump data review by tandem clinical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.